Event description:
During the tfn procedure, drill bit hit the fixation nail as it was not lining up correctly. Surgeon tried instruments from two different sets interchangeably: 2 protection sleeves ((B)(4)), 2 drill sleeves ((B)(4)), 2 trocars ((B)(4)), 2 of 130 deg aiming arms ((B)(4)) and 2 insertion handles ((B)(4)). Also one of the helical blade coupling screws ((B)(4)) was deformed and would not accept the hexagonal flexible screwdriver- screwdriver did not engage the hexagonal recess of the screw. The deformed coupling screw was discarded. There was no patient impact; the doctor realized the trocars were going posterior and gave the jig a good pull anterior. This added about 20-30 minutes to the procedure. This complaint is 8 of 12 of the same event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.